Manufacturer narrative:
Additional narrative: the lcs duo-fix femoral components were voluntarily recalled from the market in july 2009, and the lcs duo-fix femoral product codes are now considered inactive. Further inspection of components will not be performed as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. (B)(4). Where individual retrieval analysis is undertaken to confirm the presence of alumina in the poly bearing surface then these reviews will be attached to the complaint record. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
This complaint remains under investigation. Depuy will notify the FDA of the results of the investigation once it has been completed.

Event description:
Patient had lcs duofix components implanted on (B)(6) 2006 during a left total knee replacement by doctor (B)(6). The patient is medically unable to be revised. Patient initials: (B)(6), male. This case was reported by the (B)(6) following receipt of compensation claim from the patient's representative legal counsel. Products remain implanted.

Manufacturer narrative:
(B)(4). This complaint remains under investigation. Depuy will notify the FDA of the results of the investigation once it has been completed.

Manufacturer narrative:
This complaint is under investigation. Depuy will notify the FDA of the results of the investigation once it has been completed.if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.